Event description:
Event description guidant received information that during a follow-up appointment a fault code was displayed that indicated the implantable cardioverter defibrillator (ICD) power supply voltages could not be measured. An eol battery status was displayed and a message appeared that indicated the mode of the ICD had changed.